Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "in operative room, the cuff was found leakage during security test prior to use on patient." There was no report of patient impact or consequence.

Event description:
Customer complaint alleges "in operative room, the cuff was found leakage during security test prior to use on patient." There was no report of patient impact or consequence.

Manufacturer narrative:
(B)(4). Corrected data: catalog# corrected to 116100-000390. The sample was returned for evaluation. A visual exam was performed and a yellowish stain mark was found on the interior surface of the y-bronchial connector. The cuff pressure of the tracheal clear cuff and the bronchial blue cuff of the complaint device were then tested by inflating the cuffs to 25 mbar using a calibrated endotest. It was observed that both cuff pressures maintained at 25 mbar. A water leak test was then conducted on the returned complaint device. No air bubbles were observed coming from either cuff. There is a 100% leak test conducted at the manufacturing facility whereby any leakage would be detected prior to release. Based on the investigation conducted, the complaint of the cuff leaking could not be confirmed. There was no leaking observed on the cuff of the actual returned sample.